Event description:
Surgical instrument, kerrison punches, are not meant to be taken apart for cleaning or sharpening, however, one was taken apart by a new contracted vendor for repairs/maintenance, with biological debris being discovered around the screw. Most of the punches have rivets, which could also retain bio-burden. These instruments are used for spine surgeries.